Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd lsr fortessa¿ so biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports a leakage coming out of the intermediate waste tank. Drain pump light is constantly on. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that* leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No. Which part of the body was in contact to the fluid?

Manufacturer narrative:
After further review MFR#2916837-2021-00246 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsr fortessa¿ so biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports a leakage coming out of the intermediate waste tank. Drain pump light is constantly on. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that* leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No. Which part of the body was in contact to the fluid?